Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. She stated that when she gave herself corrections for high blood glucose, the insulin pump tended to give her too much insulin. The blood glucose reading was 35 mg/dl. She treated with food. It was also reported that on the night prior, the reservoir showed more insulin than what was shown on the status screen by a small amount. The blood glucose reading was 64 mg/dl. Advised the customer to consult her doctor regarding the changing of her sensitivity settings and low blood glucose. Nothing further reported.